Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was in cardiogenic shock. Waveforms were submitted to the MFR for immediate analysis. The analysis revealed numerous pi events as well as power level increased over 10 watts during a 10 hour length of the event log.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Info connected to this pt was received by the manufacturer one day later and was reported on MFR report (B)(4).